Event description:
While performing an in office loop procedure using a finesse ii electrosurgical generator and smoke evacuation system, the physician could not get the foot pedal to disengage. This caused the loop to stay in cut mode. The provider, after successfully removing the electrode without harm to the patient, could not activate the coag mode on the machine. The provider used an alternative method to control a small bleed.